Manufacturer narrative:
Covidien reference number: (B)(4). The failure mode of cut in cuff was confirmed. Root cause has yet to be determined.

Event description:
It was reported that during use, a nurse noticed the air in the cuff seemed to be leaking. The tube was removed and replaced. The affected tube was found to have a torn cuff. No patient harm was reported and there is no report of death associated with this event.

Manufacturer narrative:
(B)(4). During inflation/deflation testing of the returned sample the cuff deflated immediately. Visual inspection confirmed a cut in the cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.